Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #1225714-2014-01236 and 1225714-2014-01237.

Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury and subsequent death on an unk date after use of the product.

Manufacturer narrative:
(B)(4). Additional information was received and provided clarifying information of the reported event. Therefore, the following sections were updated accordingly. This is one of two device reports that are associated with this event; associated manufacturer report numbers: 1225714-2014-01236 and 1225714-2014-01237. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received states that prior to expiration the patient experienced a cardiac arrest which is alleged to have been caused by the product administered to the patient for dialysis treatment.